Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-03187.

Event description:
It was reported that a trial broke while being taken out in surgery. The surgical technique was utilized. There was no surgical delay. A fractured piece of a separate tasp was also shipped with the product. It is unknown when the instrument fractured. There was no consequences or impact to the patient. Attempts have been made and no further information has been provided.